Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality control (qc) results, at the time of this incident, were in range. Siemens dispatched a customer service engineer (cse) to the customer site. The engineer verified the operation of the vacuum and inspected the probes. The align, mix and overmix service methods were performed, and the engineer noted no issues. The reagent probe 2 was readjusted and verified, and the fitness report had no errors. The reagent prep probe was changed proactively. A quick check test performed with no issue. A qc test was run, and the results were in range. Siemens evaluated the event, and no issues were noted with other patient samples. Precision testing recovered within acceptable maximum observed repeatability limits, and the customer is operational. The cause for a falsely depressed vancomycin (vanc) result on one patient sample is unknown, and preanalytical variables cannot be ruled out. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on the dimension vista 500 instrument serial number (B)(4). The discordant result was reported to the physician(s). The same sample was run on an alternate dimension vista (sn (B)(4)), and the repeat result was 14.2 ug/ml. The customer performed additional testing. The same sample was tested again on the dimension vista (B)(4). The repeat test result of 14.5 ug/ml was obtained and reported. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.